Event description:
Clinician reports a guided bone regeneration (gbr) treatment was carried out on (B)(6) 2010 on an extraction socket with immediate implant placement to fill gap. At one month f/u on (B)(6) 2010, clinician reports that there was significant swelling in vestibule and antibiotics was administered. Clinician reports pain, swelling and infection. Both membrane and implant are still stable.

Manufacturer narrative:
MFR completed a review of the mfg records and found the product to be within specification.